Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 22-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve dislodged aortic upon removing the delivery catheter system (dcs) nosecone from the aorta. It was reported that the facility measured the patient to be 76 mm and the medtronic personnel measured 79 mm. Subsequently, a 34 mm valve was implanted successfully. No additional adverse patient effects were reported.